Event description:
This ra lead was implanted on (B)(6) 1992 and remain implanted as of this time. This lead was having a noise with oversensing. The physician was dr. (B)(6) at (B)(6) center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).